Event description:
Had medtronic intrathecal pain pump implanted in 2000. In 2001, began having pain where catheter enters spine. Three months later, MRI was clear. Two months later, detected mass at catheter/spine location. Was operated 2 1/2 weeks later to remove catheter and mass. Also removed pump. In all two weeks in hosp and four weeks in rehab to include 3 antibiotic IV's/day. Overall health condition worse after pump removal.